Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer from a patient who had an implantable neurostimulator for spinal pain. It was reported that they were trying to turn on the ins and charge it but couldn¿t. The problem with not being able to turn on or charge it started 3-4 weeks ago so they wanted some assistance on resolving that issue. During call, patient was given assistance and pressed the green button on the recharger but got poor communication and saw reposition antenna screen. Patient¿s last successful recharge session was at least (B)(6) 2018. A possible overdischarge was reviewed. Patient mentioned they had turned off the ins to see if the chiropractic services they were getting was helping give them relief in their back as they had a bulging disc. Patient had an MRI done and showed stenosis in the lower 5 vertebrae disc in the lower back which was causing them constant back pain and not being able to stand for long periods of time. Patient was directed back to their healthcare professional. No further complications were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2020-01-10: the healthcare provider reported that the implant was dead and the patient had no plan to get it started. Further information received from the consumer via the manufacturer representative reported that she couldn¿t put the implant into MRI mode. The patient had tried to get it out of overdischarge and was told it was completely dead. The patient wanted to have the system removed so they could have an MRI. The issue was not resolved at the time of the report. No patient symptoms reported. 2024-mar-04: additional information was received from a healthcare professional (hcp). The hcp reported that pt needs lumbar MRI but came to the caller not knowing they had the ins. The caller states the pt says it is 'no longer working' and they have not charged the ins in years, does not have external components. Agent reviewed overdischarge. Pt indicates that they spoke to a manufacturer representative (rep); this person was calling pt to let them know their ins was approaching end of life. The pt says they told this person that their system was no longer working. Agent advised that the pt needs to work with managing healthcare provider (hcp) to either get an eligibility form or bring the ins out of overdischarge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient 2019-02-05. It was reported there was premature battery depletion. The patient had not used the device since (B)(6) 2018 due to going to the chiropractor. After multiple attempts to charge the battery, it was determined that it will not hold a charge. Patient compliance with charging may have contributed to the issue. Multiple attempts to trickle charge, charged battery and then would not hold a charge long enough to use. The device will be replaced in the future. No patient symptoms were reported. No further complications were reported/anticipated.